Event description:
Heartware patient presents 6 months postop with devastating hemorrhagic cerebrovascular accident (cva) during a hospitalization for management of ventricular tachycardia and congestive heart failure (chf). At the time of the event, international normalized ratio (inr) was 1.8 and partial thromboplastin time (ptt) was in 50s over the previous 24 hours on heparin bridge. Rothia mucilaginosa bacteremia during this hospitalization was suppressed from blood with IV vancomycin.